Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they had experienced a high blood glucose level. The customer's blood glucose level was 550 mg/dl at the time of incident. The customer stated that the insulin exited during priming. The customer's mother reported that the insulin pump had insulin flow blocked alarm and customer was treated with a shot for remainder of insulin was not delivered. The customer's mother declined troubleshoot for high blood glucose. The customer's mother was advised to load reservoir and go through priming. The pump will not be returned for analysis.